Event description:
It was reported that the patient was no longer able to pump his inflatable penile prosthesis device. During revision surgery, the physician confirmed that the device was not inflating. The device was explanted and replaced. There were no patient complications.